Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012515352 was returned and analyzed. Visual inspection showed the catheter shaft appeared kinked near the nose of the handle. Catheter to a test guidewire evaluation showed the test guidewire was inserted through the returned catheter and resistance was felt while inserting the test guidewire through the catheter. The test guidewire could not advance past the handle area due to kinked shaft. Mechanical verification of the steering and slide mechanisms showed the slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the pulseselect generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Further x-ray and optical inspection showed the x-ray imaging showed a kinked shaft near the nose of handle. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the loop catheter failed the returned product inspection due to the kinked shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, there was an issue with the wire being unable to be advanced or removed from the catheter. After completing ablation on the left-sided veins, the physician was unable to pull the wire back into the catheter or advance it forward. The wire was safely captured to remove the catheter from the body. On the back table, the wire was removed from the catheter with significant force, and upon inspection, no kinks were found. A new wire was introduced, and the catheter was flushed, but the wire could not be advanced at a certain point. A new catheter was prepared, and the procedure was successfully completed with the pulsefield ablation using the pulseselect catheter. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.